Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5086558) that a female patient of unknown age and race underwent primary breast reconstruction surgery with 450cc mentor memorygel breast implant and was presented with generalized illness (allergy to tomato, joint ache, brain fog, asthma etc). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two effected sides with unknown lot number.

Manufacturer narrative:
On 6/29/2019, mentor became aware of the following information and has been updated on this form: patient dob from blank to (B)(6) 1968. Patient age from blank to 42 years. Patient race from blank to white. Product location from ni to right. Lot number from blank to 6473081 in ip-00596710. Serial number from blank to (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the right side device manufacturer's reference number: (B)(4).